Manufacturer narrative:
Evaluation summary: in general, fracture of the locking ring may result from (but is not limited to): excessive force or severe angle of insertion and/or removal of the provisional head, removal of the locking ring at any time during usage/cleaning, material becoming brittle due to cleaning/autoclave process, improper usage, device fatigue due to usage overtime. With the info provided, the exact cause of the issue cannot be determined. As returned, the locking ring inside the liner has fractured. The liner exhibits a number of scratches and gouges on the rim of the device likely from use over the potential field age of approx 4 years. The provisional was dimensionally analyzed and found to be within specification where measured. Documentation was reviewed for completeness and accuracy to confirm that the lot was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the surgeon was preparing to trial the acetabular shell when the ring inside the provisional fractured.